Event description:
It was reported that the patient noted her device wasn't working. The patient was experiencing a loss of therapeutic effect. The trial device worked better than the implant. With the trial, the patient got total relief. At first, the implant worked ok but she still had accidents. Over the last week, the patient's symptoms had gotten a while lot worse. The patient had tried increasing stim but when she increased stim, she didn't really see an improvement. When the patient was standing or walking, she didn't feel stim at all. When the patient first gets in bed at night, it made her buttocks muscle spasm. If the patient leans forward at the waist, she felt stim down her leg into heel and toes. The patient planned to follow up with their healthcare provider. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# va08ad6, implanted: (B)(6) 2013, product type: lead. (B)(4).